Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that in 2020 the certas valve was implanted to a patient via l-p shunt on an unknown exact date and unknown settings. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2021, the valve was replaced with a new one via v-p shunt due to poor flow of csf and symptoms that did not improve (unknown details). The patient is in follow up. No further information was provided.

Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation: DHR - lot number 4776344 conformed to the specifications when released to stock failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; the needle guard was slightly raised needle holes in the needle chamber were noted, as well as some biological debris. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was slightly bent, and glue traces were noted on the needle guard and the silicone housing base. Root cause analysis - no root cause could be determined as the technician could not confirm any functional problem with the valve at the time of investigation. The root cause for the slightly raised needle guard this is probably due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The possible root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no obstruction was noted.